Event description:
Dr. Attempted to perform a navigated cranial biopsy using a medtronic navigation stealth station and software 9730896 cranial application. The medtronic field representative at the case recounted that the dr. Insisted he was at the target according to the navigation screen and, even though the representative suggested to him that the dr. Was not yet to the target depth, the dr. Insisted he was and took the sample. The sample taken was identified as non tumorous brain tissue. Evidence suggests that the dr. Was misinterpreting the navigation screen and thought that he was on his target while he was actually 3 "hash marks" short of the target point. No allegation of adverse patient outcome from the procedure was communicated to medtronic navigation.